Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 24-jan-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (2000 mcg/ml) via an implantable pump. It was reported that the patient was having withdrawal symptoms due to leakage in the pump pocket segment of their catheter. A possible external factor included the patient being very active and they row frequently. It could be possible that there was lots of friction to the catheter causing it to leak fluid. A revision occurred and the healthcare provider decided to replace the entire catheter with a new 8780. It was seen that the old 8596sc catheter was not properly secured to pump and was worn down. The issue was resolved.

Manufacturer narrative:
H3: analysis of the catheter found ¿sc connector -damaged at explant¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.